Event description:
It was reported that the right atrial lead exhibited over sensing of far r waves resulting in inappropriate auto mode switch; high capture thresholds were also noted on the lead. The device was reprogrammed and the lead remained implanted. The patient was stable during and post event. It was noted that the patient presented for follow-up on (B)(6) 2015, all electrical measurements were stable. A few episodes of auto mode switch episodes due to far r sensing were observed, no action was taken at this time. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).